Event description:
Additional information reported, the patient experienced poor pain control. A pump study was done (B)(6) 2013. The results were normal; there was no leakage. The patient was given a prescription for fioricet as a trial for migraine headache. The patient was evaluated on (B)(6) 2013 and was noted to be ¿stable.¿

Event description:
It was reported, the patient experienced a change in therapy effect. The pain is increasing; most of the time the pain was on and off since (B)(6) 2013. The patient had lost over 100 pounds and the pump is hanging down. The pump was in the buttocks area and the patient stated the hcp said, she was sitting on the pump. The patient stated she is not sitting on it but it has dropped three inches and she believes it may be affecting the pump. The last fill was (B)(6) 2013. The medication was ¿upped¿ last time so she wouldn't have to come in so much. The patient did not want the dilaudid increased as it ¿makes me sleep." The patient was having more problems with their legs and back; it was ¿getting worse." The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8591-38, lot# c73436, implanted: 2011 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient got a gastric sleeve in (B)(6) 2012, resulting in a 130-140 pound weight loss. As a result of this weight loss, the patient was sitting on top of her pump. The patient was scheduled to meet with her surgeon on (B)(6) 2014 to discuss a pump revision. It was noted that the patient had a lot of back pain, had 2 tests which confirmed that the pump was working properly.